Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was almost 476 mg/dl at the time of the incident. The customer reported that the pump recommended 9u. The customer delivered 9u. The customer stated that he checked it again and his sugar was down to 450 mg/dl. The customer stated that he then took 2u. The customer stated that his sugar was almost 500 mg/dl. The customer stated that he took 11u and nothing happened. The customer stated that he is not going to use the insulin pump anymore and is going to the pen pump. The insulin pump will not be returned for analysis.